Manufacturer narrative:
Product ID 3093-33, lot# v390743, serial#, implanted: (B)(6) 2010, explanted:, product typ lead. Product ID 3037, lot#, serial# (B)(4), implanted:, explanted:, product typ programmer, (B)(4).

Event description:
It was initially reported on (B)(6) 2012, that the patient never had therapeutic effect.the patient was considering going to see a different doctor that was more experienced with using the device for fecal incontinence. Follow up information noted that the patient was still having concerns with their device or therapy, but had not sought further help. Later reporting from (B)(6) 2012, noted that the patient was experiencing a loss of therapeutic effect. The patient's current device had not helped her fecal incontinence at all. The patient had the device reprogrammed once and none of the settings helped provide relief. The patient was told by a physician that the lead may be at the wrong level for fecal issues. The patient had had the device for two years. The patient was going to see a physician in (B)(6) and was planning on having her current stim explanted and a new stim implanted. The patient was at home. The patient had questions about the fecal incontinence diary and asked that she be sent a few additional diaries because her appointment in (B)(6) was not until (B)(6). If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still not receiving adequate therapeutic effect for bowel incontinence. Her last appointment with a manufacturer representative was about one year ago. It was further reported that physician and manufacturer representatives' attempts at reprogramming her device did not provide therapeutic effect. Patient outcome was not provided; additional information was requested but was not available at the time of this report.